Event description:
It was reported that the patient fell the other night and "something happened." The patient was in a lot of pain and it was "coming from the device." It was stated that the device "was about to kill the patient" at that moment and it felt like something was "sticking in the patient back there." It was indicated that the patient needed to turn her implantable neurostimulator (ins) off and then address the injury with her healthcare provider (hcp). It was also reported that the patient was unable to make adjustments with her patient programmer with or without the antenna attached. It was unclear at that point if this was due to the programmer or the ins because of the fall. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_prog, serial # (B)(4), product type programmer, physician; product ID 3889-28, lot # va00c1w, implanted: (B)(6) 2012, product type lead. (B)(4).